Event description:
Pt's clinical history: pt underwent a lead extraction secondary to an acute pocket infection. Pt's leads were approximately 18 yrs old. Procedure: md utilized a sls of unknown size, loaded a cook liberator locking stylet, advanced the sls to the pt's clavicle, using manual traction to remove the atrial lead. Md reported after removing the lead, the pt developed a cardiac tamponade. This procedure was classified as a class I and was performed in the ep lab; fluoroscopy and an atrial line were used during the entire procedure. Pt status: death.

Manufacturer narrative:
Device analysis: there were no devices returned to spnc for analysis. However, there were no indications the spnc device was involved in the pt outcome. Md stated "...the sls did not cause or contribute to the death of this pt." A review of the lot history record revealed no issues or nonconformances. This case was disclosed to the spnc representative after the fact and there were minimal details provided.